Event description:
It was reported that the patient with this pacemaker had an infection and hematoma. The patient was treated with intravenous antibiotics. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.